Manufacturer narrative:
(B)(4). Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to motor error alarms.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer stated that they fixed prime 5 units was performed and alarm did not recur infusion set and reservoir was changed out multiple times but problem recurs. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.